Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judy0304 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the tubing part of the statlock IV plus has been breaking. It was reported this occurred with three devices. This addresses the third.